Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-oct-2018. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly ache") and monoplegia ("paralysis on right leg") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), monoplegia (seriousness criterion medically significant), back pain ("lumbago"), headache ("headaches"), eczema ("eczema"), dysgeusia ("taste in mouth"), mobility decreased ("difficulties to move"), amnesia ("loss of memory") and somnolence ("always need to sleep"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, monoplegia, back pain, headache, eczema, dysgeusia, mobility decreased, amnesia and somnolence outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, back pain, dysgeusia, eczema, headache, mobility decreased, monoplegia and somnolence with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly ache") and monoplegia ("paralysis on right leg") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), monoplegia (seriousness criterion medically significant), back pain ("lumbago"), headache ("headaches"), eczema ("eczema"), dysgeusia ("taste in mouth"), movement disorder ("difficulties to move"), amnesia ("loss of memory") and somnolence ("always need to sleep"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, monoplegia, back pain, headache, eczema, dysgeusia, movement disorder, amnesia and somnolence outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, back pain, dysgeusia, eczema, headache, monoplegia, movement disorder and somnolence with essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.